Event description:
It was reported that the user experienced hypoglycemia with a blood glucose nadir of 40 mg/dl over a couple of hours and did not perceive the low due to reduced hypoglycemia awareness and difficulty hearing device alerts; the device is being replaced with a color ilet to improve display visibility and audibility. Symptoms included none reported such as loss of consciousness or dizziness. Outcomes included self-treatment with oral glucose tablets and no need for medical assistance or hospitalization. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed no device alerts perceived by the user and an unclear cause for the hypoglycemic event, with contributing human factors related to hearing and visual accessibility; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.